Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The rv lead exhibited high, unstable thresholds, oversensing, and undersensing. The rv lead oversensing led to the patient experiencing intermittent loss of consciousness and two arrests. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.